Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Boston scientific technical services (ts) was consulted and troubleshooting was performed but the issue was not resolved. The patient was referred to their clinic for further evaluation. Additional information was received that this device system has exhibited out of range shock impedance measurements since june, 2022. No adverse patient effects were reported. At this time, this device system remains in service.